Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was intermittently no longer detecting a connection through the therapy connector assembly. Without this connection recognized by the device, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported failure.